Event description:
It was reported that during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument auto fired during procedure on peritoneum tissue when it was being grasped. The site stated that the generator does not have auto function and surgeon did not press the foot switch to fire. The site replaced the instrument and completed the procedure robotically. On (B)(6) 2020, intuitive surgical, inc (isi) obtained the following additional information from the site¿s robotics coordinator: the site had plugged a bipolar cord into a monopolar outlet in error. There was no injury to the peritoneum, nor did it require any medical intervention. It was acknowledged that the staff made the error and will train the staff. There is no evidence or allegation that a malfunction of an isi system, instrument or accessory occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site. The reported complaint was not confirmed based on the field evaluation. The fse informed the robotics coordinator that connecting the energy cable into the monopolar outlet in that way can potentially lead to unintended auto firing as reported. The fse used the customer provided cable, generator, and instrument that was used when issue was reported and demonstrated that no unintended energizing occurred when properly connected. The system was tested and verified as ready for use. In this case, the root cause of the reported issue appeared to be related to use error, in that the site reported that the staff had plugged in a bipolar cord into a monopolar outlet in error. Should additional information become available, a supplemental MDR will be submitted. The instructions for use (IFU) states the following: do not use monopolar instruments with a bipolar source output as this may cause damage to the instrument and harm to the patient or medical personnel. Ensure that the monopolar instrument cord is plugged into the monopolar receptacle on the esu and that the bipolar instrument cord is plugged into the bipolar receptacle on the esu. Isi has reviewed the site's system logs. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure a fenestrated bipolar forceps instrument auto fired during procedure on peritoneum tissue when it was being grasped. Site stated that the generator does not have auto function and surgeon did not press the foot switch to fire. The site replaced the instrument and completed the procedure. Although there was no patient injury, the issue could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.